Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted the guide key in the connector is bent. Functional evaluation could not be performed due to the damaged connector. The complaint was confirmed. Factors which could have contributed to the event include improper installation into the control unit receptacle or attempting to install the footswitch to an incompatible control unit causing distortion or deformation to the guide key tab. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
The customer filed a report stating the footswitch would not plug into the machine. No patient injury was reported. It was also reported that there was no backup available. It is unknown at this time how the procedure progressed.